Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. Additional model#: gem 2753.

Event description:
Surgeon used the coupler, gem 2752 (2.0mm) and gem 2753 (2.5mm), when creating anastomoses of two separate internal mammary veins during a breast reconstruction - diep flap. One coupler came apart immediately after the coupler was ejected from the jaw assembly. The second coupler became stuck in the jaw assembly and would not release during ejection. The second coupler required assistance to be removed from the jaw assembly and subsequently came apart. The anastomoses were completed by hand without use of the couplers. There was no pt harm or complications.